Event description:
The patient had bilateral ifuse si joint arthrodesis in (B)(6) 2011. The patient later complained of pain in her right foot. A new surgeon determined that one of the implants may have been impinging on a nerve. In (B)(6) 2014, the surgeon removed the impinging implant and filled the hole from the explant with bone graft. The patient's pain resolved following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7030-90, lot# 109939267 expires 2017-10; ifuse implant, p/n 7035-90, manufactured 07/26/10, lot# 10007 expires 2013-08; ifuse implant, p/n 7040-90, lot# 049820520 expires 2017-04; ifuse implant, p/n 7050-90, lot# 118949719 expires 2016-11; ifuse implant, p/n 7055-90, lot# 11888704110 expires 2016-11; ifuse implant, p/n 7055-90, lot# 08850535610 expires 2016-08.